Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte experienced leakage. The customer reported, "the catheter that broke was not in the moment of opening it but after being introduced in the patient. When they began to infuse intravenous fluids, we noticed that it was leaking. Veterinary patient."

Manufacturer narrative:
Investigation: these batches were reviewed for the "damaged component" and "leak test" tests in the DHR and no records were found that could lead to the claimed defect. After analyzing the photos received in the annex, it is noted that the insyte adapter is broken, however according to the client's report "the product being opened was not broken, the event occurred after being introduced to the patient. The patient is a veterinarian ". The analysis of the batch history and the analysis of nonconformities were performed, where no occurrences related to the reported problem were found. In addition, the insyte product has been designed and registered for use in humans. As a result, this claim could not be verified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte experienced leakage. The customer reported, "the catheter that broke was not in the moment of opening it but after being introduced in the patient. When they began to infuse intravenous fluids, we noticed that it was leaking. Veterinary patient."